Event description:
It was reported that the system failure bridge test occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Top case chipped by power button(edge) and right plunger case(cracked). No apparent contamination. There was a force sensor bridge test in the event history log. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue was unable to be determine. Replaced force sensor and plunger cable as a preventative measure.